Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a posterior spinal fusion and anterior lumbar interbody fusion surgery from l2-s1 using rhbmp-2/acs on (B)(6) 2007. The rhbmp-2 was placed in the disk space and lateral gutters. Sometime postop, the patient reportedly began experiencing decreased muscular strength in the lower extremities, lower back pain, nerve injury and pain radiating to the legs. On (B)(6) 2010, a lumbar MRI scan showed narrowing of the neural foramina of the patient¿s spine, as well as a seroma from l3 to l5. The patient also reports gastrointestinal problems, nerve injury osteoarthritis, and difficulty sleeping.

Event description:
It was reported that on: (B)(6) 2003: the patient was presented for office visit. Pre-op and post-op diagnosis: lumbar radiculopathy, lumbar stenosis, procedure: lumbar laminectomy l4-5, l5-s1, medical fasciectomy l4-5, l5-s1, left foraminotomy l5-s1 bilaterally, findings: the patient was noted to have significantly marked scarring about the thecal sac at the site of a previous laminectomy, as well as intense scar around both the emerging nerve roots both at l4-5 and l5-s1. (B)(6) 2004: the patient was presented for office visit. Pre-op and post-op diagnosis -spinal stenosis , procedure: anterior approach to the spine. Pre-op and post-op diagnosis: lumbar radiculopathy, procedure: anterior interbody decompression and fusion, internal fixation, l4-5, l5-s1 with bak cages and allograft, findings: the patient was noted on mr scan to have encroachment upon the intervertebral foramina bilaterally at l4-5 and l5-s1, had previously undergone a lumbar laminectomy. Pathologic diagnosis: lumbar disc-degenerated fibrocartilage. (B)(6) 2006: the patient underwent MRI without intravenous contrast. Impression: tiny central disc protrusion at l5-s1 without significant central spinal stenosis or direct nerve root encroachment.the patient underwent lumbar spine MRI without and with intravenous contrast, impression: 1. Tiny central disk protrusion at l5-s1 without significant central spinal stenosis or direct nerve root encroachment, 2. Mild to moderate bilateral neural foraminal narrowing at l4-5 and l5-s1. (B)(6) 2006: the patient underwent post myelogram CT scan of the lumbar spine, impression: at least limited osseous fusion identified between the l5 and s1 vertebrae and between the l4 and l5 vertebrae. Asymmetrical left posterolateral disk bulging at the l2-3 level, possibly representing a small disk herniation, causing slight posterior and superior displacement and effacement of the existing left l2 nerve root. Asymmetrical moderate to moderately severe narrowing of the right l4-5 neural foramen and very mild posterolateral disk bulging at the l4-5 level, questionably causing minimal effacement of the existing left l4 nerve root. Asymmetrical moderate narrowing of the right l5-s1 neural foramen with no direct effacement of either existing l5 nerve root demonstrated. (B)(6) 2007, (B)(6) 2008, (B)(6) 2009, (B)(6) 2010: the patient presented for follow up to office due to low back pain and leg pain. It remains worse with weather change. (B)(6) 2007: the patient underwent planar and spect bone scan of the lumbosacral spine, impression: 1.postsurgical changes anterior spinal fusion from l4 through s1, 2. Mild increased uptake at the l3-l4 facet joint bilaterally compatible with mild to moderate degenerative facet arthropathy. The patient underwent bone scan of the lumbosacral spine .postsurgical changes anterior spinal fusion from l4 through s1. (B)(6) 2007: patient underwent lumbar diskography at 3 levels (l1-2, l2-3 and l3-4). Intravenous sedation. Fluoroscopic evoluation of discography. Procedure: postlaminectomy syndrome. Low back pain with bilateral lumbar radicular pain. (B)(6) 2007: the patient presented for surgery upon his lumbosacral spine and an intraoperative neural integrity monitoring of lower extremities. Pre-op and post-op diagnosis- degenerative spondylosis, lumbosacral spine, impression: successful neural integrity monitoring of patient's lower extremities intraoperatively during l2 through s1 spinal surgery. The patient underwent further surgery to determine the exact placement of instrumentation and correct levels. Pre-op and post-op diagnosis- degenerative spondylosis, lumbosacral spine, impression: successful placement of pedicle screws bilaterally at l2, l3, l4, l5, s1 confirmed using fluoroscopic imaging system intraoperatively. The patient had to undergo rhbmp-2 surgery(bone morphogenic protein), pre-op and post-op diagnoses: poor venous access, recurrent disk disease, symptomatic at l4-5, l5-s1, spinal deformity with loss of lumbar lordosis, l2-3, l3-4, per-op: dissection was performed on the spinous process and lamina at l1 through l3, midline musculature was divided sharply from l4 through s1, decortication of the lateral masses and transverse processes was performed bilaterally at l2, l3, l4, l5, s1, pedicles on the right side at l2, l3, l4, l5, s1 were drilled and placed thereafter, the pedicles on the at l2, l3, l4, l5, s1 were then drilled and tapped as on the right side, and then pedicle screws were placed on the left side at l2, l3, l4, l5, s1 as on the right side, l4-l5 bilateral complete facetectomies and foraminotomies were performed, osteotomies were performed on l2-l3 and l3-l4, 15-cm rods from the system were contoured with the ender to re-establish lordotic curve, the rods were attached to the pedicle screws using the set screws, the pedicle screws were tightened at l4, l5, s1, compression was performed at l2-l3 and l3-l4, crosslinks were placed at l2-l3, l5-s1, hemovac drain was placed in the epidural space at l2 through s1, the bone graft material was processed in the bone mill- l2 through s1, collagen strips were placed in the region l2 through s1, rehydrated fresh frozen crushed cancellous bone was processed through bone mill and combined to the fusion graft material in the lateral masses and transverse processes at l2 through s1. The patient then underwent intraoperative neurophysical monitoring, baseline 2 extremity needle emg studies, central motor evok ed potentials from the lower extremities, pre-op and post-op diagnoses: degenerative disc disease ,l2-l3, l3-l4 with loss of lumbar lordosis spinal deformity, impression: successful neural integrity monitoring of patient's lower extremities during anterior l2-l4 arthrodesis for correction of spinal deformity utilizing the spine system. Intraoperative fluoroscopic imaging of the patient's lumbar spine during anterior l2, l3, l4 arthrodesis was performed, pre-op and post-op diagnoses: degenerative disc disease ,l2-l3, l3-l4 with spinal deformity, loss of lumbar lordosis, impression: successful placement of interbody fusion cages, l2-l3, l3-l4 confirmed intraoperatively using the fluoroscopic imaging system. The patient visited the office for harvesting of autologous left 11th rib graft material, arthrodesis anterior for spinal deformity 3 vertebral segments l2, l3, l4, placement of interbody fusion cages at l2-3, l3-4 anterior , pre-op and post-op diagnoses: symptomatic lumbar spinal deformity with loss of lordosis due to degenerative disk disease l2-3, l3-4. The patient underwent x-ray of ap(anterior posterior) chest for post surgical evaluation, conclusion: central venous catheter with tip in the mid svc, x-ray of lumbar spine due to posterior lumbar fusion. (B)(6) 2007: the patient underwent x ray. Pedicle screws are seen bilaterally from l2 , through the sacrum.

Event description:
It was reported that on, (B)(6) 2007: the patient underwent x-ray. Pedicle screws are seen bilaterally from l2, through the sacrum. Patient presented with following pre-op diagnosis: degenerative disk disease. L2-3, l3-4 with loss of lumbar lordosis spinal deformity. Patient underwent following procedure: neurophysical monitoring. Central motor evoked potentials from lower extremities. Impression: successful neural integrity monitoring of patients in lower extremities during anterior l2-l4 arthrodesis for collection of spinal deformity utilizing nim spine system.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2006: the patient reports worsening of low back pain radiating into left leg. The patient underwent MRI of lumbar spine due to history of left leg pain and low back pain. Impression: no evidence of residual or recurrent disk herniation at l4-5 or l5-s1; intra-osseous edema involving the inferior l4 endplate and inferior and superior l5 endplate. No evidence of abnormal enhancement within the disk space. On (B)(6) 2006: the patient presented for consulation due to history of back problems. The patient was given epidural steroid injection. On (B)(6) 2006: the patient presented for consulation after receiving a lumbar steroid injection on (B)(6) 2006. On (B)(6) 2006: the patient presented for an office visit due to injury in arm. The patient underwent x-ray of left elbow due to pain and popping caused in an injury. Impression: negative four-view radiographic study of the left elbow. On (B)(6) 2006: the patient underwent CT of the abdomen and pelvis. Impression: essentially un-remarkable CT of the abdomen and pelvis . On (B)(6) 2006: the patient was given the first epidural steroid injection and underwent examination of lumbar spine. On (B)(6) 2006: the patient underwent lumbar myelogram due to low back pain, right thigh pain and left knee pain. Impression: previous anterior lumbar fusion at l4-l5 and at l5-s1, with apparent partial bony bridging identified at both the levels; moderate ventral extra-dural indentation on the thecal sac at the l2-l3 level and very mild ventral extra-dural indentation on the thecal sac at l4-l5 level; otherwise negative lumbar myelogram.